Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was receiving continuous renal replacement therapy (crrt) treatment using four prismaflex st150 sets and three prismax machines. The patient had been admitted to the hospital due to another indication. Reportedly, difficulty was encountered to prime the sets during setup associated with ¿pbp clamped¿ alarms generated by the machines. This allegedly contributed to a delay in starting treatment. Therapy was reportedly completed. The patient subsequently passed away during therapy at the hospital. The cause of death was unknown, however it was reported that the patient was in multisystem organ failure and "eventually developed a heart block, then cardiac arrest". It was reported that resuscitation efforts were not initiated as the patient was a "do not resuscitate" patient. No additional information was available.